Event description:
Catheter was surgically placed in pt in 2005 for IV antibiotic therapy. Pt returned 14 days later and catheter found to be leaking at site when flushed with 10cc sterile saline. Int temporarily inserted for antibiotic administration. Later on, pt had catheter removed in md office.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A complaint history review showed no similar product complaints.